Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed out all supplies and resumed insulin therapy. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus.